Manufacturer narrative:
During inspection and testing, the device did not detect endoscope insertion. A review of the device history record found no deviations that could have caused or contributed to the scope detection failure. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device did not detect insertion of the endoscope due to a break in the scope detection bar inside the output connector. However, a definitive root cause of the reported issue could not be identified. The cause of the break in the scope detection bar could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the pin that detects the endoscope is pushed in and the subject device always thinks there is an endoscope connected even after pulling it out. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the device did not detect endoscope insertion. This report is being submitted for the malfunction found during evaluation (scope detection failure). There was no harm or user injury reported due to the event.